Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: 1. Description: 18g IV catheters are not retracting. When piv is being placed. Not allowing piv to be placed in patients & a high risk of a needle stick by staff. Happening in multiple patients. Example of two ivs today bd insyte autoguard bc 18gx1.16in. 2. The event occurred on (B)(6) 2025. 3. The lot number was 5017998. 4. The defective item was not saved and cannot be sent for further assessment. 5. Harm: no harm to patient or clinical staff.